Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. The issue has resolved over the phone.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported getting no device found when trying to recharge the implant since last friday. Patient said the last time they recharged was last wednesday or thursday. During the call, patient started a recharge session and got passive recharge mode with numbers ranging from 77-89. Patient moved the recharger wire around and the numbers kept fluctuating. Patient could feel all the edges of the implant and it was pretty close to the surface of the skin. Patient inspected the controller battery compartment and battery pack, but did not see any damage. The issue was not resolved through troubleshooting. An email was sent to the repair department. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned that they got the recharger. However, patient mentioned that they still can't get the controller to charge the implantable neurostimulator (ins). Agent had patient reset the controller and start the recharging session. Patient mentioned that they got a no device found message. Agent had patient hit on recharge to enter into a passive recharge mode. However, patient mentioned that they kept on getting the no device found message. Patient confirmed that the last time they charge their implant was last thursday or friday, however, patient also mentioned that the controller showed 100% battery level. Agent had patient put the recharger on top of relay box and controller showed the passive recharge screen. However, when patient would reposition the recharger on top of the implant, controller would show no device found. Agent redirected patient to their hcp. Agent sent a message to the field for visibility.